Event description:
Additional information provided by the customer: patient information, event date, serial number, and no reported adverse effects.

Manufacturer narrative:
Associated complaint filed on 3012307300-2019-00236.

Event description:
Information was received that the cadd cassette hole in the line. Patient felt more short of breath. Patient will discuss tomorrow with care provider. Strength: 1.5 mg. Dose or amount: 9 ng/kilogram/minute. Frequency: continuous. Route: intravenous. Dates of use: from 2018 to current. No longterm adverse patient effects.